Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to other devices. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 9:00 pm. The patient reported obtaining blood glucose readings of ¿137, 240, 195, 109 and 124 mg/dl¿ with the subject meter and ¿178 and 134 mg/dl¿ on another device (unknown brand) and ¿107, 118, 119 and 109 mg/dl¿ on another device (true result). The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with a combination of humalog insulin, lantus insulin and metformin pills. It was not reported if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2017 about 30-45 minutes after obtaining a result of ¿237 mg/dl¿ with the subject meter, he began to feel ¿shaky¿. The patient claimed he took action of decreasing his dose of medication on (B)(6), (B)(6) and (B)(6) 2017 due to the alleged meter issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.